Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin 1g per day and injection tobramycin 40mg per day (routes not reported) for the peritonitis. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The reported condition was not confirmed. No device malfunction or use error was identified. No root cause was determined.